Manufacturer narrative:
Updated b5 to remove information related to a sample that was previously reported in MDR 3005248192-2024-00224. Updated h11 to remove reference to the MDR (3005248192-2025-00009) for the sample that was previously reported in MDR 3005248192-2024-00224. An investigation is in process. A follow-up report will be submitted when the investigation is complete. This incident is being reported to FDA because the incident occurred internationally using the alinity m hr hpv assay, list list number 09n15-090, which is the same/similar to the alinity m hr hpv assay, list number 09n15-095, which received FDA approval. As the event occurred with multiple lots, the following mdrs have been submitted for the following lots: 3005248192-2025-00007, lot number: 407167, 3005248192-2025-00008, lot number: 402016.

Event description:
The customer reported 2 false negative results while using the alinity m high risk (hr) hpv assay. The customer reported that sample ID (sid) (B)(6) was tested on (B)(6) 2024 and the result was "not detected." The sample was retested on (B)(6) 2024 and the result was positive for the other hr hpv b genotype. Sample ID (sid) (B)(6) was tested on (B)(6) 2024 and the result was "not detected." The sample was retested on (B)(6) 2024 and the result was positive for the other hr hpv b genotype. All preanalytical steps for the samples were prepared by the alinity mp. No aliquoting had been performed manually. The second run for each sample had been tested from the same primary tube. For all samples, the results were reported out of the laboratory as positive for other hr hpv b. There was no report of impact to patient management. Sample ID (B)(6) was tested with lot 407167 and submitted under MDR 3005248192-2025-00007. Sample ID (B)(6) was tested with lot 402016 and submitted under MDR 3005248192-2025-00008.

Manufacturer narrative:
Investigation into this complaint included a customer data review, retain/file sample review, a quality data review, and a complaint history review. Investigation is summarized as follows: customer data review customer results were reviewed. The runs were valid. The assay met specification requirements as no error codes or flags were displayed for the run controls. The assay and software is performing correctly with correct interpretations. There is no indication that the alinity m hr hpv amp kit (list 09n15-090) lot 402016 is performing outside of established design performance specifications based on the elements reviewed in this section. Retain/file sample review file sample testing was performed. A product deficiency could not be identified by the file sample evaluation for the alinity m hr hpv assay (list 09n15-090) lot 402016. The assay reagents performed as expected and met the assay specification requirements without any error/message codes or performance related flags on the run controls. All replicates passed and there were no instances of false negatives. Quality data review device history record / batch record review: review of the manufacturing packets for alinity m hr hpv amp kit (list 09n15-090) lot 402016 (including the components) did not identify any issues which could result in the reported complaint. Additionally, the quality control (qc) testing for the alinity m hr hpv amp kit (list 09n15-090) lot 402016 (including the components) met all validity and acceptance criteria. No issues related to the reported complaint were reported during qc testing. CAPA / non-conformance review: a CAPA lot search was performed to identify any existing internal quality records which could result in the reported complaint during production or internal use. No existing internal quality records related to the reported complaint were identified as a result of this review for the reported lot. Complaint history review a complaint review was performed to identify any similar complaints to the ticket being investigated for alinity m hr hpv amp kit (list 09n15-090) lot 402016. Complaint trending was performed and did not identify a new adverse trend. A product deficiency was not identified by this evaluation. Based on the results of the investigation elements, a product deficiency for the alinity m hr hpv amp kit (list 09n15-90) lot 402016 was not identified.

Event description:
The customer reported 3 false negative results while using the alinity m high risk (hr) hpv assay. The customer reported that sample ID (sid) (B)(6) was tested on (B)(6) 2024 and the result was "not detected." The sample was retested on (B)(6) 2024 and the result was positive for the other hr hpv b genotype. Sample ID (sid) (B)(6) was tested on (B)(6)2024 and the result was "not detected." The sample was retested on (B)(6)2024 and the result was positive for the other hr hpv b genotype. Sample ID (sid) (B)(6) was tested on (B)(6)2024 and the result was "not detected." The sample was retested on (B)(6)2024 and the result was positive for the other hr hpv b genotype. All preanalytical steps for the samples were prepared by the alinity mp. No aliquoting had been performed manually. The second run for each sample had been tested from the same primary tube. For all three samples, the results were reported out of the laboratory as positive for other hr hpv b. There was no report of impact to patient management. Sample ID (B)(6) was tested with lot 407167 and submitted under MDR 3005248192-2025-00007. Sample ID (B)(6) was tested with lot 402016 and submitted under MDR. Sample ID (B)(6) was tested with lot 401548 and submitted under MDR 3005248192-2025-00009.

Manufacturer narrative:
An investigation is in process. A follow-up report will be submitted when the investigation is complete. This incident is being reported to FDA because the incident occurred internationally using the alinity m hr hpv assay, list number 09n15-090, which is the same/similar to the alinity m hr hpv assay, list number 09n15-095, which received FDA approval. As the event occurred with multiple lots, the following mdrs have been submitted for the following lots: 3005248192-2025-00007, lot number: 407167, lot number: 402016, 3005248192-2025-00009, lot number: 401548.